Event description:
The report received from the affiliate indicated that during pci, the physician delivered a 3.0x28mm cypher select plus stent to the left circumflex but was not deployed because through angiography the physician found that the balloon did not inflate completely and there was leakage of contrast. "He thought the balloon was bad." While attempting to withdraw the stent into the guiding catheter it dislodged. The 95% de novo lesion was calcified with timi ii flow pre-procedure. The stent migrated to the left main coronary artery and then into the lad with normal blood flow. The pt did not agree to a surgical procedure and the stent was deployed in the mid lad. Another stent was implanted in left circumflex and there were no adverse consequences to the pt. The stent delivery system appeared normal when removed from the packaging and inspected before use.

Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.